Manufacturer narrative:
As received, a partial lead was returned in five pieces. The complaints of insulation abrasion, noise, and intermittent loss of capture were confirmed. Visual inspection of the lead found an external insulation abrasion in one location consistent with friction to another device or feature of the heart breaching an unknown cable lumen. Due to the damage as received, the conductor cables were not in their respective cable lumens. An internal insulation abrasion was noted in one location beneath the rv shock coil breaching the re cable lumen, with an abrasion noted to one of the etfe cable coatings, which likely caused the complaints of noise and intermittent loss of capture reported from the field. The complaints of high pacing impedance and lead fracture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages were consistent with that occurring at time of explant.

Event description:
The patient presented during follow-up with presyncope. Upon interrogation, elevated impedance and loss of capture were observed on the right ventricular (rv) lead with suspected lead fracture. The lead was explanted and replaced and the patient's condition following the procedure was stable.